Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced tooth fracture ("teeth cracked") and device dislocation ("migration"). The patient was treated with essure removed and surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cholecystectomy and tooth fracture outcome was unknown. The reporter considered cholecystectomy, device dislocation, medical device removal and tooth fracture to be related to essure. The reporter commented: oophorectomy-no. More than one removal surgery performed-no. Infection w/ IV antibiotics or hospitalization-no. Abscess -no. Sepsis -no. Blood transfusion-no. Ectopic pregnancy-no. Perforation-no. Ablation -no. Concerning the injuries reported in this case, the following one were reported via social media: cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. New event migration was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cholecystectomy ('gallbladder removed') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("teeth cracked"). The patient was treated with surgery. Essure was removed. At the time of the report, the cholecystectomy, medical device removal and tooth fracture outcome was unknown. The reporter considered cholecystectomy, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as medical device removal and teeth cracked added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.